Event description:
It was reported that during interventional embolization procedure for a pcoma aneurysm, resistance was encountered when retracting the microcatheter to deploy the subject stent, so the operator withdrew the stent and the microcatheter out. During the retraction the stent was inadvertently deployed within the intermediate catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.